Event description:
Customer obtained results of 211 mg/dl and 55 mg/dl within 10 minutes on the accu-chek compact system. She self-treated and felt better within 5 minutes. No adverse event reported. New system sent to customer and return was requested.